Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) in (B)(6). A call to technical services placed on (B)(6) 2013 states that patient has had 6 atrial tachy response {atr) episodes with noise in which the last one occurred at 1800 hours on the day of implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).